Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (23 mg/dl). Reportedly, low bg's are due to the customer exercising and the customer not feeling the pump vibration. Reportedly, the pump is vibrating as intended, however, the customer does not feel the vibration while sleeping. Customer stabilized bg levels with glucose tablets and by consuming carbohydrates. Tandem technical support guided the customer through changing their settings from vibrate to audible.